Event description:
It was reported that during surgery, the fast fix implants deploy together. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Only a 12 inch length of suture was returned, which showed no abnormalities and is consistent in length of a successfully used device. Devices actuator is in its t2 post deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The devices condition indicates the trigger was inadvertently advanced twice during deployment of t1 causing the reported simultaneous deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.